Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set came off after just 3 hours on (B)(6) 2025 and due to that high blood glucose occurred and treated by manual injection.